Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher ebu3.5; stent: nobori 3.5 x18 mm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main trunk that was non-tortuous, non-calcified and 70% stenosed. After implanting a non-abbott stent, the 5.0-15 mm trek rx balloon catheter was to be used for post-dilatation of the deployed stent. No resistance was felt during advancement of the balloon catheter over the guide wire; however, after inflation of the balloon, resistance was felt between the guide wire and the balloon catheter during retraction. A non-abbott balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.